Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a 19cm solero applicator. When prepping for a microwave ablation procedure of a liver, the applicator was tested for 1 minute at 100 watts. The unit was then set at 4 minutes at 100 watts for the procedure. The procedure was performed percutaneously with ultrasound guided antenna placement. No other tools were used for the procedure. The liver was cirrhotic with hcc. The physician placed the applicator, with no noted resistance or difficulty, into a small hcc, and started the ablation for 1 second before the unit stopped, displaying a "high reflected power" message. The physician removed the applicator and it was noted the tip had detached inside the patient. The physician determined to not remove the tip. A new applicator was opened and used to complete the procedure.

Manufacturer narrative:
Returned for evaluation was one 99cm solero applicator. As received, the tip was detached as reported. The ceramic tip of the device was completely missing from the shaft. The center conductor was visibly melted. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, broke or loosened the ceramic tip allowed the tip components to detached. The inside of the semi-rigid outer jacket does exhibit some charring. There are small copper "spatters" indicating the copper center conductor melted. The mcx cap was removed for inspection. There was a slight amount of crystalized saline under the cap indicating possible fluid ingress. The customer's reported complaint description of tip fractured/detached is confirmed. The root cause of the tip detachment was determined to be a result of a thermal event that fractured the ceramic tip, however, a definitive root cause could not be determined. Labeling review: the instructions for use, item number which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).